Manufacturer narrative:
Concomitant medical device: 429688 lead implanted (B)(6) 2016; 5076-45 lead implanted (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room complaining of syncope/near syncope. Interrogation showed high rate episodes where the patient's right atrial (ra) lead displayed evidence of far field r-wave (ffrw) oversensing. The associated high rate episodes with the patient's right ventricular (rv) lead did not show evidence of rv oversensing and the episodes ended spontaneously. Follow-up determined there were no changes made and both ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.